Event description:
A certified ophthalmic technician reports that after a pt was prepped for lasik surgery, (both flaps were cut) the laser would not fire. The treatment was aborted and the shot pattern re-loaded, but the laser still would not fire. The pt was brought back and the procedure completed on the right eye. Postoperatively, the right has had multiple complications and the pt presents with a decrease in bcva.

Event description:
Additional information was provided by the user facility. After the patient was brought back and the procedure completed, the patient presented with micro-striae and 1+ edema at 1-day post-op. The surgeon re-floated and smoothed the flap. The following exam indicated no striae, but some residual flap edema which later resolvede. The latest post-op exam indicates bcva is 20/15 and ucva is 20/20-2. The surgeon's note indicates both eyes were clear.